Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 12. On (B)(6) 2023 , non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: mobility, increased sensitivity and inflammation. No further patient complications were reported.